Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed up with the customer over-the-phone to address the reported event. Fse had the customer inspect drain cup at the instrument floor which was partially filled. Fse had customer bypass the drain cup via extended tubes into the waste container. On (B)(6) 2018 follow-up calls, the customer stated it was determined that the fluid had come from water being poured into the b/f (bound/free) washer block during the previous night's maintenance, which then descended down the tubes into the drain cup, creating the error. Customer dried out the drain cup and removed the tube extensions and instrument now operates as intended. The customer then ran daily check and quality controls (qc), all were within expected ranges. The aia-900 instrument functions as intended, the error cleared. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and errors, indicates that message 2009 is liquid leak. This message is generated when the leakage of solution was detected at the start of measurement, so measurement will stop. The customer is to contact the tosoh local representatives. The most probable cause of the reported issue was due to operator poured water into the b/f wash block during maintenance and it overflowed into the drain cup.

Event description:
On (B)(6) 2018, a customer reported getting error 2009 liquid leak on the aia-900 instrument. Customer reported monthly maintenance was performed the previous night. Customer is unable to run follicle stimulating hormone (fsh) patient samples. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.